Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead sites during charging. The physician believed that the ipg was closer to the patient's spine causing discomfort. The event was not device related. The patient underwent an explant procedure.